Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coil sheath, tube, and wire were cut. The support wire protruded from the tip of the coil sheath. The loop member that was originally placed inside the coil sheath had been out of the coil sheath. The deformation of the basket wire was unknown because the basket wire had been cut. The manufacturing record was reviewed and found no irregularities. The reported phenomenon occurred since the support wire protruded from the coil sheath. It is presumed that the basket could not be retracted into the coil sheath since the support wire protruded from the coil sheath. The similar investigation results indicate that only the basket was being retracted when the control grip was being pulled. This might have caused the support wire to be protruded from the coil sheath. However, the exact cause of the problem could not be conclusively identified. A likely cause of the support wire for not being able to retract into the coil sheath might be the following reasons. The sheath near the support wire (form of a loop) was excessively angulated. The support wire which protruded from the coil sheath was excessively angulated. The above device handling has warned in the instruction manual.

Event description:
We received the following report. In the procedure, the subject device was used. The user tried to retrieve the calculus with the subject device and approached it three times inside the patient. The user could not pull the device into the sheath since one of the wires was greatly deformed forward at the final stage of the procedure. Therefore, the device was removed from the patient with it inserted into the scope. There was no patient injury reported. The calculus wasn't so large. The deformed wire was cut off to remove the device from the scope. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On (B)(6) 2021, olympus medical systems corp. (Omsc) found that the support wire protruded from the tip of the coil sheath.